Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement. No unexpected alarms noted during testing. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm during self test. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. They also stated that the insulin pump passed the self test. The customer reported that they reconnected the meter to the insulin pump had ran a self test and received an error. The insulin pump will be returned for analysis.